Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email sensor glucose versus blood glucose large differential. Customer advised the sensor alerted threshold suspend. Customer's blood glucose was around 250 mg/dl. Customer's sensor glucose was about 50-60 points off compared to the blood glucose. Customer advised their blood glucose went as low as 40 mg/dl before going to bed. Customer declined to speak to the 24 hour helpline.